Manufacturer narrative:
The pod was not returned for eval. We are unable to assess product condition to determine how the pod was functioning. No malfunction can be confirmed to have caused or contributed to the user's hyperglycemia. The omnipod's user guide instructs to avoid hyperglycemia "check your blood glucose at least 4 to 6 times a day." The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance. Furthermore, the user guide warns, "...if you experience unexpected elevated blood glucose levels, change of your pod." Lot qualification records were reviewed and determined to have passed all acceptance criteria.

Event description:
Customer reported that she went to the ER because her blood glucose (bg) was 508 mg/dl. She wore the pod for "about 12 hours" and upon removing it she was bleeding and insulin was leaking from the cannula. Customer stated she "could not recall too much" and did not have time to provide the bg/bolus/carbohydrate history. We do not expect the pod to be returned for eval.